Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had displayed elective replacement indicators (eri) and five days later had displayed end of life (eol) status with a battery voltage of 2.59v three months earlier. Pacing rate was zero percent. Telemetry could not be established and a fault code 01 appeared. There was concern that the battery had depleted more rapidly than expected and had a shortened eri to eol. A save to disk was provided to technical services and upon review confirmed that eol was declared on (B)(6) 2012 with a charge time of 45.1 seconds. The last shock occurred at implant. A revision procedure was performed. This device was removed and replaced. As normal lead measurements were obtained, it was determined there was no lead damage and were connected to the replacement device. Visual inspection of the device revealed the center of the device was damaged with a light expansion appearance. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached end of life (eol) battery status with a monitoring voltage of 1.41v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity.the titanium case was then opened and a detailed visual inspection of the internal components and circuitry revealed the battery case was also swollen; no other irregularities were noted. The device was subjected to extended monitoring while programmed to maximum pacing outputs, with no abnormal device operation observed. Shock stress testing was performed at various points throughout laboratory analysis; the device operated normally during all shocks and capacitor reformations. Current drain was measured to determine if excessive demands on the battery caused it to deplete; all measurements were within the expected range. Despite exhaustive analysis, we were unable to determine the cause for the premature battery depletion.